Event description:
Customer reported the ECG device was giving constant lead failure. At the time the event was being reported to cardiac science, the device was being used on a pt complaining of chest pains who was being transported to the hospital. Troubleshooting with the customer indicated the sensors were ok. The pt survived.

Manufacturer narrative:
Customer hasn't returned device to cardiac science for eval yet.